Event description:
It was reported that there was a "catheter event". The details were not provided. The device tracking system indicated that a new catheter was implanted while the previous catheter remained in the patient. Further information is being requested at this time.